Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, crease fold, device deformation, wear abrasion. Observed, 40 mm dark patch edge material inside gel device. And observed, what appears to be like crater appearance on shell surface. Cloudy in the gel observed, after autoclave cycle. The unit is not rupture. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.